Event description:
In 2004 at approximately 7:00am, the pt took their bg and result was 79 mg/dl. Pt was not feeling well and began to get sleepy and unresponsive. Pt had not eaten anything at this point. The pt's friend tried to feed them some sugar, but was not working. Paramedics were called and arrived 5 minutes later. Their bg was checked again by paramedics on their machine and result was 46mg/dl. Paramedics administered dextrose through IV; this raised their bg to 316 mg/dl. Pt was not transported to the hosp.